Manufacturer narrative:
The field service representative (fsr) replaced the power supply. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the central control monitor (ccm) displayed a 'full battery back-up may not be available' message. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The suspect part was returned to the manufacturer for further evaluation.

Event description:
Additional information received that the reported issue occurred during set-up of the device for a cardiopulmonary bypass (cpb) procedure. The surgical procedure was completed successfully.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, on (B)(6) 2020 when the system was powered up the power manager reported 'supply voltage failure' vps2 voltage or current. This will cause the message 'battery cannot be charged - full backup may not be available' as reported. The log confirmed the complaint. On the next power cycle the error no longer occurred. Either the power supply was replaced or the issue is intermittent. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) verified the power supply was not meeting specification. Using a digital voltage meter to measure the direct current output voltage and the black and red connector reading was 0.117 volts direct current (vdc), specification is 23.3 to 25.7 vdc. The pst also verified the power supply fan was not functioning.